Event description:
Event description guidant received information that this pacemaker was implanted in 2003 and the gas gauge was at beginning of life (bol) at all follow-up visits. However, after this patient experienced cardiac arrest, the gas gauge was at the 1:30-2:00 position.